Event description:
Patient's device was removed on august 15th, since patient never got therapeutic benefit. Patient's spouse demanded the device sent back to patient once analysis is done. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.